Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
A friend or family member of the trial patient reported the patient&#62688;trial lasted 1 day when the temporary lead came out. The caller stated they did a partial install and the battery went dead before the 14 day trial was complete. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.